Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. Prior to explantation of the corneal inlay, the patient presented with trace central corneal haze and grade 1 peripheral edge haze that resulted in a decrease in bcdva from 20/16 preoperatively to 20/32-2. The patient had pre-existing dry eye syndrome in the operative eye. Post explantation, the corneal haze resolved and bcdva returned to baseline. The patient's most recent bcdva improved to 20/16-2.

Manufacturer narrative:
The explanted inlay was not returned to the manufacturer. The device history record for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. Additional information has been requested. Corneal haze and inlay removal are listed in the device labeling as known complications of corneal inlay surgery. (B)(4). Date emdr submitted to FDA: 12/21/2016.

Event description:
The corneal inlay was being studied investigationally in (B)(6) and the subject underwent implantation of the corneal inlay in the left eye on (B)(6) 2016. Four months postoperatively, the subject presented with central corneal haze in the operative eye and the inlay was explanted. The haze resolved after explantation. Additional information has been requested.